Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the mechanics were seized, jammed and moving heavily. It was further determined that the saw attachment was blocked. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use and servicing. This issue has been escalated in CAPA-(B)(4). If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the oscillating saw attachment device had imbalanced motion. During in-house engineering evaluation, it was observed that the mechanic seized, jammed and was moving heavy. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.